Event description:
It was reported that the pt is reporting that her hip started having pain a month and a half ago. Pt is experiencing pain when she twists or turns. Pt is also reporting that she is experiencing a sharp pain when she stands up. Pt is experiencing difficulty going up and down stairs. Pt states that she cannot sleep on the left side of her hip. She is also stating that she is restricted in her exercise and is complaining of inflammation in her left hip and also both her ankles. Pt is reporting that when driving she has to use a cushion because the seating causes pain and discomfort. She is complaining of more strain on her hip within the last month.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.